Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the vitrector (vitrectomy probe) did not reach the maximum vacuum and the sound was unusual during vitrectomy surgery. The surgery was completed on same day with backup product. There was no impact to the patient.